Event description:
In 2000 the pt was implanted with a synchromed el implantable infusion pump. The pt has had recurring episodes of symptoms of narcotic withdrawal including nausea and vomiting, fever and return of pain. The pt had not required oral narcotics to use to cover pain before this pump was implanted. Pt reports to the office frequently to have assessment done of the pt's status. Pt has had satisfaction with prior implants and has reported that the pt is not happy with the pump. However the pt has not had the pump removed. No further info available on the status of the pt.